Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  pt reported after implant it was fantastic then they had a lumbar epidural in january, in fact they had 2 epidurals and since then they started having trouble, they think they are having more accidents than prior to the ins and every time they "loose it" (accident), they turn stim up. Pt said it hurts, it feels like "toothpicks" they sometimes get sharp pains. Pt said since 1981, when they had a discectomy, their leg has been half dead due to nerve issues with their l4-5, s-1 and now, sometimes that leg hurts worse. Reviewed information about optimizing therapy and recommended pt keep a symptom diary to share with the rep/doctor. Pt said they started with 5 programs and the rep added 2 more they have tried all 7. Pt said they have an appointment with the rep at the end of may.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2022 they were still "working on" the steps taken and noted that more "levels" were added.